Manufacturer narrative:
Approximate age of device ¿ 4 days. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital for an elective lvad implantation on (B)(6) 2018. On (B)(6) 2018, the patient successfully underwent implantation of a heartmate 3 device. The case was prolonged by extensive adhesions due to redo sternotomy. The patient was admitted post-operatively to cardiovascular intensive care unit (cvicu). Clinic course progressed as expected for the following 2 days, except for some minor complications. On (B)(6) 2018 an echocardiogram (echo) showed good left ventricular (lv) and right ventricular (rv) function, with no effusion. That same day, the patient went into atrial flutter in the 140s-150s, received multiple amiodarone and digoxin boluses, and was unsuccessfully cardioverted. A few hours later following extubation, the patient¿s heart rate (hr) decreased to 100s bpm. Hemodynamics remained stable and the patient made gradual progress. On (B)(6) 2018, the patient acutely decompensated with severe vasoplegia with acidosis abdominal (abd) and hemodynamic compromise hypotension, progressing to multisystem organ failure (msof) and hemodynamic collapse, despite maximum support including multiple high dose vasopressors. The patient¿s lactate was 6.3 at 1750 and increased to 10 at 23:09. Echo showed adequate pump function. Continuous renal replacement therapy (crrt) was attempted but blood pressure (bp) was so low the machine would not pull. The family decided to withdraw care. The patient expired at 1700 on (B)(6) 2018. The cause of expiration was reported as suspected ischemic gut. The patient had acute onset acidosis and decompensation. The healthcare professionals reported that the device did not cause or contribute to the patient¿s expiration and that the device did not cause or contribute to the patient¿s serious injury.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Although details regarding the specific cause of the ischemic bowel were not provided, this type of event can potentially be related to thromboembolism. This instructions for use lists peripheral thromboembolic event as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.